Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent charging issue with the pump. Additionally, it was reported that multiple intermittent unspecified alerts occurred. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support and reportedly continued to use the pump and also confirmed that insulin pens were available for insulin therapy.